Manufacturer narrative:
(B)(4). Stent dislodgement can be influenced by many factors, including, but not limited to: improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation, and interaction with the lesion and/or accessory devices. The product was not returned and may have aided in the investigation. However, there was no report of any damage to the stent delivery system (sds) or stent implant prior to use, suggesting that the stent dislodgement was a result of the procedure. In this case, it is possible that the very tortuous lesion contributed to the reported stent dislodgment. A review of manufacturing records did not reveal any nonconforming material records for this lot that could have contributed to this complaint and there have been no other incidents reported for stent dislodgement for this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for stent dislodgement for this lot. The reported difficulties appear to be related to the operational context of the product and not a product quality deficiency. All sds are inspected for proper stent placement, stent damage, and crimped stent outer diameter during manufacturing. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that during an attempt to deploy the promus 2.5 x 23 mm in a tortuous diagonal branch, when the device was pulled back slightly, the stent dislodged from the delivery balloon. The stent was successfully retrieved. The procedure was completed with a 3.0 x 16 mm non-abbott stent. No adverse patient effects were reported. No additional information was provided.